Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced sensor reading discrepancies. It was stated that the reported that the sensor was reading between 46 and 70 mg/dl and the insulin pump kept alarming threshold suspend during the night but his blood glucose was between 78 and 275 mg/dl. Customer removed the sensor and disconnected the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, the sensor was received with a bent cannula; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.